Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, due to stress urinary incontinence, urethral hypermobility, and cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 07/07/2016.

Event description:
Details: it was reported that the patient underwent vaginal urethrolysis with excision of mesh erosion on (B)(6) 2015 by dr. (B)(6) due to mesh erosion, elevated post-void residual and overactive bladder with incontinence.